Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was sent due to the patient stating they "did not feel well". There was an issue with sensing integrity counter (sic), a rise in impedance, and a trend toward high thresholds with the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.